Event description:
Attorney reported: mesh punctured hole in patient's intestine, device was inserted in patient during surgery. Patient was seen by his surgeon four years after the surgery and a culture was taken. He was treated with two rounds of antibiotics empirically. Patient's intestine was punctured. The mesh was attached to his organs. Part of the colon had to be removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.